Event description:
It was reported that pump experienced malfunction alarm malf 24 with fault ID (B)(4), and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer ended call upset about need for replacement, and technical support arranged to replace pump and later attempted follow-up contact before closing case.